Event description:
Surgeon was holding surgical instrument on tissue. Resident using bovie on tissue near surgeon instrument. Electrocurrent travelled to surgical instrument and burned surgeon's hand rather that cauterizing tissue it was intended for. Surgeon stepped away from sterile field, took gown and gloves off to examine any injury. Surgeon reported a small marking on his hand, although no pain. Surgical instrument removed from field and surgeon regowned back into the sterile field.